Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "it is essential that the surgeon and operating theatre staff are fully conversant with the appropriate surgical technique for the instruments and associated implant, if any."

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. The likely cause of the cross-threading is a misalignment of the peg into the plate hole.

Event description:
It was reported patient underwent a right open reduction, internal fixation procedure on (B)(6) 2013. During the procedure, the plate pegs would not lock into the plate. To complete the procedure, the surgeon used a different plate.